Manufacturer narrative:
H2, h6) analysis was unable to confirm the reported event of "markings damaged/missing/illegible". Analysis determined the retaining ring was misaligned. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use markings on the device were damaged, missing or illegible. There was no patient or staff impact. Additional information was received. It was reported that the malfunctioning perforator was found during a field service visit, while testing. It was later confirmed there was no patient involvement.